Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was on aspirin and blood thinner medication. Pre-operative the patient was given kcentra me dication intravenously (IV), and intraoperative fresh frozen plasma (ffp), platelet transfusion. The patient international normalized ratio (inr) was not excessively prolonged. A craniotomy was performed to remove a hematoma (internal decompression). The patient suffered stroke/coma like clinical symptoms and became brain. The cause of death was due to a neurological disorder, and it was noted that the patient was sent for organ donation.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized and put in the neurosurgical surgical unit (ncu) due to a cerebral hemorrhage. A computerized tomography (CT) scan of the brain and head was performed. It was also reported that the patient had subsequently expired. The vad was explanted, and an organ removal procedure for organ donation was scheduled.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and a revision to the product event summary. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the pump (B)(6) and one (1) controller (B)(6) were returned for evaluation. No performance allegations were made against the controller. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection of the controller did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed sustained decrease in power consumption and estimated flows beginning on (B)(6) 2024 and thirteen (13) low flow alarms since (B)(6) 2024. Log files also revealed two (2) high watt alarms since (B)(6) 2024 accompanied by changes in pump rotational speed. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient's cause of death was due to neurological disorder. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or patient related factors. Based on the risk documentation, possible root causes of the observed high watt alarms event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was returned for evaluation. This complaint is associated with a clinical adverse event. Review of (B)(6) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed sustained decrease in power consumption and estimated flows beginning on (B)(6) 2024 and thirteen (13) low flow alarms since (B)(6) 2024. Log files also revealed two (2) high watt alarms since (B)(6) 2024 accompanied by changes in pump rotational speed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or patient related factors. Based on the risk documentation, possible root causes of the observed high watt alarms event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.